Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell and hit his head directly on the implant site on approximately (B)(6) 2017. He reported it hurt for a little while but he did not require medical attention. The patient then had no access to sound with the device, despite which processor he used.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient fell and hit his head directly on the implant site on approximately (B)(6) 2017. He reported it hurt for a little while but he did not require medical attention. The patient then had no access to sound with the device, regardless of which audio processor he used. The patient was re-implanted.